Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use the ventilator stopped with a "vent fail" alarm. No patient injury reported.

Manufacturer narrative:
The log file contains several instances of error codes indicating deviations in the motor's rotation speed and finally, a stalling of the system. Such conditions trigger corresponding alarms which is confirmed by the user's report. Manual ventilation will remain available and the patient status can be derived from the readings of the mandatory patient gas monitoring. The motor was returned for investigation. The unit exhibits signs of overheating i.e. Discolorations of surfaces, expanded and bent metal parts and burn marks from the carbon brushes. The exact failure mechanism couldn't be determined since it can't be assigned to the observed damages and deteriorations if they are root causes or rather resulting consequences. There's no comparable case known and thus, the case is considered an unusual event. Replacement of the motor has fully solved the device problem.

Event description:
Please refer to initial MFR. Report # 9611500-2017-00132.